Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Low bg cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids (nature of fluids was not provided) and antibiotics "for double pneumonia due to aspiration". Customer was discharged approximately 12-13 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.